Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the inner coil was found near the helix shaft, consistent with fatigue damage. The fracture could cause the observation from the field of noise and loss of capture.

Event description:
It was reported that upon interrogation, noise and loss of capture were observed. The noise could not be reproduced with isometrics or pocket manipulation. The lead was explanted and replaced.